Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Related manufacturer reference number: 1627487-2019-07944, related manufacturer reference number: 1627487-2019-07946. It was reported the patient experienced a burning sensation down the leads and into the ipg site. Turning off stimulation has not alleviated the discomfort, and troubleshooting has thus far been unable to resolve the issue. To address the issue, the physician plans to perform surgical intervention at a later date.

Manufacturer narrative:
The reported event of burning sensation cannot be confirmed through product testing alone. Returned octrode lead passed electrical testing. Temperature testing of the returned lead connected to a lab standard ipg produced a device temperature within the defined specification. No root cause was identified for reported event.

Event description:
Device 2 of 3. Related manufacturer reference number: 1627487-2019-07944. Related manufacturer reference number: 1627487-2019-07946.

Event description:
Device 2 of 3. Related manufacturer reference number: 1627487-2019-07944. Related manufacturer reference number: 1627487-2019-07946. Follow up information identified the physician explanted and replaced one octrode with a new lead on (B)(6) 2019 to address impedance issues (please see MFR report numbers: 1627487-2019-07941, 1627487-2019-07942 and 1627487-2019-07943). No intervention was performed on the other octrode, nor the ipg. The patient continued to feel burning without stimulation turned on, and the physician has asked the patient to follow up with a psychologist for further evaluation with anxiety issues.